Event description:
A complaint of high readings was received on a customer's precision xtra blood glucose meter. The customer obtained a reading of 25.4mmol/l compared to a reading of 2.4mmol/l obtained on a healthcare professional's meter. The customer changed their medication based on the reading of 25.4mmol/l and exprienced symptoms of hypoglycemia. An ambulance was called. The customer was taken to the hospital and given dextrose tablets.

Manufacturer narrative:
The customer's meter and test strips have been requested for investigation. A follow up report will be submitted if the products are returned.